Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, incomplete frame expansion and mild-moderate paravalvular leak (pvl) were noted. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed andmild central regurgitation was noted. The cause of the leaflet misalignment was not known. It was suspected that the post-implant bav caused the leaflet coaptation issue and the frame expansion issue. No adverse patient effects were reported.